Event description:
It was reported while using bd autoshield¿ duo pen needle 30g x 5mm the safety device failed. There was no report of patient impact. The following information was provided by the initial reporter: safety device on tip of insulin pen failed to activate leaving needle exposed post medication administration.

Manufacturer narrative:
The initial reporter also notified the FDA on 23jan 2023. Medwatch report #mw5114341. Address information was not able to be obtained, therefore, nj was used as a place holder. Investigation summary a complaint lot history check was performed on lot # 2074952 for difficult/unable to operate. This is the 1st related complaint for difficult/unable to operate on lot # 2074952. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.